Event description:
It was reported that image flickering with green lines. It caused a total delay of 15 minutes for unplugging and opening a new scope, switching out the camera box, opening a second disposable scope and finally opening up a reusable scope to continue. No negative impact in state of health reported. Cross reference MDR: 1221826-2025-00403.

Manufacturer narrative:
The customer will not return the device for evaluation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4). Cross reference complaint ID: (B)(4).

Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to image quality issues. In an effort to further investigate the potential root causes, we have initiated CAPA-25-0042. We will continue to track and trend image quality issues. This event is filed under internal (B)(4).

Manufacturer narrative:
Correction for section h5. Product is labeled for single use. This event is filed under internal complaint ID (B)(4).